Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. Patient problem: no consequences or impact to patient (B)(4). Device problem: high test results (B)(4).

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and replaced the analyzer sample probe. Subsequent instrument operations were acceptable. The customer required no further assistance. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (96211-112) and the clinical chemistry co2 reagent package insert (B)(4) provide information to address the customer current issue. A malfunction of the architect c8000 analyzer was not identified.

Event description:
The customer reports higher than expected clinical chemistry co2 assay results being generated by one of the architect c8000 analyzers in their lab. This issue is also resulting in low anion gap results. The customer states that controls were within specifications. The customer gave the example of a co2 result of 34 meq/l generated on the suspect analyzer. The same sample generated a co2 result of 23 meq/l on the other architect c8000 analyzer in the lab. No suspect results have been reported. The customer stated that the service representative for their laboratory's water system verified that all indicators were within specifications. There is no impact to patient management. The customer requested a service call.